Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose episodes and subsequently overtreated with carbohydrates, which led to rebound hyperglycemia with a reported peak blood glucose of 270 mg/dl while using the ilet system. The agent provided troubleshooting and education on appropriate treatment of hypoglycemia with approximately 15 grams of carbohydrates to reduce post-correction hyperglycemia. Symptoms included no reported clinical manifestations associated with the hyperglycemic episode. Outcomes included no escalation of care and no hospitalization. Investigation included a review of user-reported history and provision of education regarding hypoglycemia treatment and avoidance of overtreatment. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia as the precipitating factor for subsequent high glucose, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to carbohydrate overtreatment during hypoglycemia.